Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to lead noise. High pacing lead impedance was observed. Insulation damage due to tight suture sleeve was noted at explant. Patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with was returned in two segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.